Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and evaluated and the customer's indicated failure mode for platelet clumping with the incident lot was not observed as all product specifications were met. All samples were visually inspected for the presence of edta additive, and all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for platelet clumping with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced platelet clumping. No report of serious injury or medical intervention.